Event description:
Diabetic tested blood glucose on suspect device and it read "lo". Emt tested on their device and obtained a blood glucose of 119 mg/dl. At hosp, the venous lab result was 400 mg/dl.

Manufacturer narrative:
Standard disclaimer on file.